Event description:
Several teleflex d-stat flowable hemostat packages noted to have additional label underneath the packaging label. The label underneath states same device, lot#, and UDI; however, expiration date listed as 7-31-2025 vs the new label placed over top as 11-30-2025.